Event description:
It was reported that during a routine follow-up this right ventricular (rv) lead exhibited intermittent loss of capture due to high thresholds. Subsequently, the patient underwent a pacemaker implantation procedure, and the rv lead was re-positioned with satisfactory measurements. No additional adverse patient effects were reported.